Manufacturer narrative:
(B)(4). On an unreported date before two weeks, the patient experienced cloudy fluid and it was suspected to be peritonitis. The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis event coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The suspected peritonitis was manifested by cloudy peritoneal effluent. The patient was not hospitalized for the event. Treatment was not reported. At the time of this report, the patient was reported to be recovering. Action taken with dianeal therapies was not reported. Additional information was requested but is not available.